Event description:
ICU medical chemolock bag spike with clave additive port (ref# (B)(4)) product defect resulting in chemotherapy leak during medication administration by patient bedside. Closed system transfer device not working as intended resulting in chemotherapy exposure to both patient and frontline hospital staff. This is the 4th incidence of chemotherapy leaking from this product from multiple different lot numbers in the past 5 months. Each incidence had been reported to the manufacturer.